Manufacturer narrative:
The investigation into the issue has been completed. The console was returned for investigation. The logs were consistent with the complaint. History logs were reviewed (since last console service), the error (loss of communication with optical bench when pump was connected) occurred and was followed by a controller error. The real time logs indicated that the loss of all ops suddenly. Upon console bootup, the failure mode controller error alarm was reproduced without the pump connected. Inspection of the console internal cable connection revealed a loose/misaligned ribbon cable from optical bench to 4-in-1 carrier, which led to the loss of communication condition and alarms. It was concluded from the data and device analysis, the ribbon cable was plugged in (potentially not fully since last console service), and the connection was loosened through time or as a result of console movement. The root cause of the controller error was due to a loose ribbon cable from the optical bench. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. This aic was replaced with a backup aic and the procedure was successfully completed. There was no patient harm reported.